Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind test, prime/seating test, force sensor test, basic occlusion test, occlusion test, sleep current measurement, active current measurement, self test and the delivery accuracy test at 0.0860 inches. No unexpected insulin flow blocked alarm or no over delivery anomaly noted during testing. Device received with pillowing keypad overlay and minor scratches on case. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported low blood glucose. Customer stated the pump gave her 22 units of insulin that it did not register on the pump. The customer stated that the symptoms related to high blood glucose such as shaking, mental confusion, nausea and headache. No harm requiring medical intervention was reported. The device will be returned for analysis.